Manufacturer narrative:
The pod was received with the cannula deployed and the needle retracted. The data from the pod showed that the device ran for 712 pulses and delivered several boluses before being deactivated by the user. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. The soft cannula did not appear bent, kinked, or damaged. The data contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 5 and 24 hours. It was noted that the pink slide did not move forward; the cannula did not insert correctly into the infusion site but was visible and bent upon removal. No information was provided on how the hyperglycemia was treated.